Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) had gas loss and there was no audible alarm. No harm or injury reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter name, mail, phone), g1, g3, g6, h2, h3, h6 (investigation findings , investigation conclusion, type of investigation), h11. The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety tests and was returned to customer.